Event description:
A mr pelvis study was being performed on the patient. The patient was removed from the magnet bore following the eighth scan for an injection, at that time she complained of a burning sensation on her right elbow and left leg. What looked like an abrasion was observed on the elbow and the leg felt warm. The patient was allowed to cool down and the study was continued. The patient complained again during the last scan the study was aborted. Then, in the late afternoon, the patient was reexamined and two blisters were discovered.

Manufacturer narrative:
H6-conclusions: the investigation is sill ongoing on this event.